Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient complained of intermediate vision strongly whereby the intermediate~near vision was blurred, and looked overlapping. The visual acuity for distance was 1.0, and intermediate was 0.5 just one day post-op. The visual acuity for distance was 0.9 and intermediate was 0.4 one week post-op. There was explant performed. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: jan 24, 2024. Section h3: device returned to manufacturer: yes. Device evaluation: the lens was inspected under magnification. The lens was received cut in half. The lens was cleaned and presented with scratches in the area of the cut. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.